Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
(B)(6) 2021, clip was found broken during using on the patient. The severed part has been removed from the patient with no adverse feedback. Involved 1 cartridge.

Event description:
(B)(6) 2021, clip was found broken during using on the patient. The severed part has been removed from the patient with no adverse f eedback.involved 1 cartridge.

Manufacturer narrative:
Qn#(B)(4). The customer returned one cartridge from unit 544250 hemolok xl clips 6/cart 42/box for investigation. One loose clip and the product packaging were also returned. The cartridge and loose clip were visually examined with and without magnification. Visual examination revealed that the clip was broken on the hook side leg, near the hook. No clips were remaining in the cartridge. The sample appeared used as there was biological material on the cartridge and clip. R & d engineering was consulted for this complaint issue. According to r & d, the root cause for the broken leg could not be determined. There are no indications that the clip broke due to a manufacturing issue. It is possible that the clip broke on the leg near the hook due to improper loading or by using damaged/misaligned appliers, but this could not be confirmed. The appliers were not returned for investigation. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as the root cause could not be determined. We will continue to monitor and trend on this issue. The reported complaint of "broken/detached parts - clip - leg" was confirmed based upon the sample received. The cartridge was returned with no clips remaining, but a loose clip was also returned. The loose clip was broken on the hook side leg near the hook. R & d engineering was consulted for this complaint issue. According to r & d, the root cause for the broken leg could not be determined. There are no indications that the clip broke due to a manufacturing issue. It is possible that the clip broke due to improper loading or by using damaged/misaligned appliers, but this could not be confirmed. It is unknown how the returned clip was handled during use and the appliers were not returned for investigation. Therefore, based upon the damage observed and the information provided, the root cause could not be determined. We will continue to monitor and trend on this issue.

Event description:
(B)(6) 2021, clip was found broken during using on the patient. The severed part has been removed from the patient with no adverse f feedback. Involved 1 cartridge.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product hemolok xl clips 6/cart 84/box lot# 73b2000575 was manufactured on 02/25/2020 a total of (B)(4) pieces. Lot was released on 03/18/2020. DHR investigation did not show issues related to complaint. P/n 544240 is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 125 samples were taken from the current production p/n 544253 hemolok xl clips 3/cart 42/box lot # 73a2200396, the samples were visually inspected, and during the test issue reported "broken parts - clip - info not provided" was not observed in the current manufacturing process. Revision of pfmea-08-025 rev 05 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause.